Event description:
The hcp reported that pt present in 2003, 3 weeks after pump implant, with signs of an infection. These included fever, swelling, and meningeal signs and symptoms. A culture was reported to be positive for e. Coli pseudomonas indicating meningitis. The location of the culture was unknown to the reporter. The pt was treated with IV antibiotics and the device system was explanted. The infection resolved and the pt experienced no drug withdrawal. The hcp reports the pump system was replaced twenty one weeks later.